Manufacturer narrative:
Correction: b5 for lead being capped and not explanted.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed clavicle crush on the atrial (ra) lead. On (B)(6) 2025, the physician elected to cap and replace the ra lead. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed clavicle crush on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.